Event description:
The reporter stated the device result was 204 mg/dl and a repeat result was 94 mg/dl on april 2006. She stated the device result was 320 mg/dl and a repeat result was 99 mg/dl. The device was replaced and requested to be returned for evaluation.